Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for routine follow-up, episodes of non-sustained lead noise was observed. Intermittent oversensing was noted at the onset of capacitor maintenance charge. The patient will be monitored with routine follow-up.